Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced pain and a burning sensation at the ipg site due to ipg migration. As a result, surgical intervention was undertaken on (B)(6) 2023 where in the entire system was explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.  The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4), batch: 50529.

Event description:
Related manufacturer reference number:1627487-2023-01870. Additional information indicates that during the procedure, it was noted that one of the leads exhibited high impedances. It is unknown which lead had high impedance.